Event description:
It was reported that during a treatment procedure to insert a greenfield filter, the filter deployed prematurely. According to the physician, there was a 'crack' in the carrier capsule which houses the filter. This caused the filter to prematurely deploy in pt's common iliac vein while being advanced toward the inferior vena cava. The greenfield filter remains in the pt. A bard birdsnest filter was implanted the following day and the procedure was considered successful. The pt is reported as 'fine' following the procedure.